Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Doctor reported that the arcuate incision went all the way through the cornea.

Manufacturer narrative:
Laser system log files were reviewed for procedure 5721. The surgical procedure was completed 100% and no error messages were recorded. There was no indication of device malfunction. The lensar cas (B)(6) made several attempts to obtain the patient's surgical images to perform the failure investigation in order to determine the possible root cause for the event, but the doctor's office did not provide the requested information. In addition, the doctor's office did not provide the post-operative evaluation results. Therefore, we can't determine the root cause for the event.

Event description:
Doctor reported that the arcuate incision went all the way through the cornea.